Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('not have horrible back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required) and nerve compression ("must have been a lot of pressure on a nerve somewhere"). The patient was treated with surgery (hysterectomy and medical device removal). At the time of the report, the back pain and nerve compression had resolved. The reporter provided no causality assessment for nerve compression with essure. The reporter considered back pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- hysterectomy, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('not have horrible back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required) and nerve compression ("must have been a lot of pressure on a nerve somewhere"). The patient was treated with surgery (hysterectomy and medical device removal). At the time of the report, the back pain had resolved. The reporter provided no causality assessment for nerve compression with essure. The reporter considered back pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- hysterectomy, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.